Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4). This medwatch had been verified with customer and sales representative.

Event description:
Lap chole - "the doctor fired the clip applier twice and it fired correctly. Before the third firing they noticed two clips had loaded. They then cleared the clips out but at that time when they attempted to fire, no clips would load into the jaws after multiple attempts." Patient status- fine. Medwatch report # (B)(4). Lap chole with intra-operative cholangiogram - "clip applier shot out two clips and then it was empty."

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).